Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon manually performed a venevenostomy to complete the procedure. The hosp has reported no pt injury occurred.